Event description:
It was reported when using the bd pyxis medstation es system showed error and logging out when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a database issue. The technical support specialist recovered database and upgrade station to resolve. The system functioned as intended after the technical support specialist troubleshot the device.